Event description:
In 2008, a company rep reported that the cartridge compartment of the pt's infusion device was "foggy" and had condensation in it. The pt did not recall spilling insulin or water into the cartridge compartment. He stated that the plunger of the insulin cartridge had not been stuck to the piston rod of the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.